Event description:
The customer alleged that she performed a control test and received a result of "hi". While troubleshooting, she performed 2 more control tests and received 2 more results of "hi". The normal control range was 109-150 mg/d. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.